Event description:
During therapy regimen, right hand was dipped in paraffin and wrapped for 15 minutes. The pt returned for therapy the next day with a dime-sized blister which appeared to be a burn on the right finger.